Event description:
It was reported that the user experienced a low glucose event while using the ilet following a missed meal announcement, with the user typically not announcing meals and not announcing in this instance. Symptoms included dizziness during the low and no reported symptoms during the preceding high. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included troubleshooting and education on meal announcements and low-glucose management. Investigation of this case revealed user-related use error due to missed meal announcement contributing to hypoglycemia. It was concluded that the device functioned as designed and that user education was provided to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.